Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture tore during knot advancement. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was returned partially deployed without the suture and posterior needle tip. The anterior cuff was attached to the needle tip. The posterior cuff was out of the foot pocket with its cuff tabs intact. The original plunger was re-inserted in the device and the needle trajectory, depth and mandrel travel were acceptable. The successful test results indicate that needle trajectory was not a contributing factor in the event. The posterior foot was examined and no needle strike mark was detected indicating the needle may have been deflected outside of the foot. A needle to cuff miss may appear to the user as a suture break and with the same result in a failure to harvest the suture. The failure detected with this device occurred during needle deployment and before the knot is formed; therefore, the report of the suture tear during knot advancement can not be confirmed. Based on the posterior cuff not being captured as evidenced by the intact tabs, the most probable cause for the posterior cuff miss and subsequent failure to harvest the suture is due to needle deflection during plunger deployment by either interaction with patient anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.